Event description:
Intera oncology staff received incoming phone call from patient who stated she was currently in the emergency room due to pain and swelling around her hai pump site. Patient was confirmed to have an intera 3000 hepatic artery infusion pump. Implant date was noted as (B)(6)2024. Patient stated about 2-3 weeks after surgery she started with "diarrhea, fever and infection-like symptoms". She stated she had swelling around the pump "from the start which gradually got worse". Patient stated that on(B)(6)2024, she started with right sided pain which brought her to the ER on(B)(6)2024. As per the patient, because of all the symptoms she was having, her doctors paused her chemotherapy, which the patient believed caused her tumors to grow ultimately causing her current pain. As intera oncology staff was on the phone with the patient, the ER doctor came in to speak with the patient about her test results. As per the patient and doctor, ER results showed that she has fluid in her right lung, which is causing her symptoms, not the hai pump.

Manufacturer narrative:
Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.